Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report rec'd from united states indicating the device had an "air leak". It is known that the device was used in surgery and that no patient or user injury was reported. It is not known if medical intervention occurred. There was no add'l info provided.